Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. A mitraclip xt was implanted, after deployment the clip opened while locked to 60 degrees. An additional mitraclip xt was implanted lateral to the initial clip to stabilize and reduce the mr. There were no reported adverse patient sequelae and no clinically significant delay.